Manufacturer narrative:
The serial number of the mobile power unit is not known. Therefore, the catalog number, device unique identifier (UDI), approximate age of device, and manufacture date are unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of the patient¿s system controller log file, a representative of the manufacturer¿s technical services observed one event on (B)(6) 2018 at 19:16 that appeared to be caused by the power cord coming loose from the mobile power unit (mpu). This resulted in a no external power alarm. The system controller backup battery was in use at that time and there were no interuptions to lvad support. Technical services advised the lvad clinician to ensure that the power cable was firmly seated in the mpu.